Event description:
The pump reportedly did not stop for the set dose limit. The pump was set up in the intensive care unit to infuse the initial dosage of tissue plasminogen activator at 100ml/hr with a dose limit of 50ml. The pump was started at approximately 6:30am with a 100ml container, and when no dose end alarm had sounded the nurse checked the pump at approximately 7:10am. The pump had continued to infuse and the display indicated 71ml had delivered. The infusion was then slowed down to infuse the remaining amount within the prescribed time. The pt did not experience and adverse effects. No additional info was available.